Event description:
It was reported that 2 unspecified bd¿ pen needles were unable to deliver insulin or medication and were difficult to operate. The following information was provided by the initial reporter: it was reported that the glucose level was elevated as insulin did not come out of the needle and the dose knob was hard to push.

Manufacturer narrative:
(B)(6). Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer : there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured.(B)(4). Medical device expiration date : unknown. The customer's address is unknown. (B)(6), USA has been used as a default. Medical device manufacture date : unknown. Investigation summary : 1. Exec summary - no samples (including photos) were returned therefore bd was not able to duplicate or confirm the customer¿s indicated failure and the root cause is undetermined. Unable to perform complaint lot history check owing to an unknown lot number for these events . 2. CAPA/sa - based on the above no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. 3. DHR review - no DHR review can be carried out as the lot number is unknown.